Manufacturer narrative:
Two mz1000 china samples were received for investigation of complaint. Functional testing confirmed the customer¿s report as fluid was observed to be leaking from a hairline crack on the female luer of both of the returned maxzero connectors. A review of the production records for lot 18047409 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A visual inspection identified a hair line crack on the female luer of both the samples. A closer inspection identified stress marks around the female luer of each of the maxzero components. A previous investigation into complaints of this nature could not identify a definitive root cause of the hairline crack. During this investigation the following was identified: "the identified probable cause may be due to the integrity of the maxzero valve material being compromised and degraded due to the effect of the isopropyl alcohol based disinfecting agents. Other factors such as high hoop stress placed on the set's maxzero valve either during connection or disconnection with a mating component or tool, or use error conditions such as excessive cleaning with alcohol, extended use, over tightening, and hemostat use may also contribute to the observed cracking."

Event description:
The reported feedback suggests leakage.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests leakage.